Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe and cal-cup was returned for evaluation. The balloon inflated but failed to maintain inflation due to leakage. Leakage was found at the tip, underneath the balloon. Balloon latex was removed and red dye was manually injected into the lumens to detect leak path. A slit, approximately 0.07" in length, was identified at the balloon tip forming area. The slit entered the pa distal lumen. Leakage occurred from the balloon through the slit and out of the pa distal lumen. No visible damage and/or deterioration was found on the balloon latex. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Balloon inflation test was performed using returned syringe. Red dye solution was also manually injected into lumen to detect leak path. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloon leakage was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon was leaking before use. There were no balloon fragments separated from the balloon. There were no patient complications reported.